Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral osteotomy on may 2, 2018, while using a retrograde/antegrade femoral nail(rafn), the surgeon used the insertion handle to rotate femur and the rotation lip on the insertion handle was broken. It was reported that the fragment was actually taken out of the patient. There was a 10 minutes surgical delay reported. The patient was in good condition. Procedure was successfully completed. Concomitant device reported: unknown blade (part #: unknown,lot # unknown, quantity #1). Unknown screw (part #: unknown,lot # unknown, quantity #1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record review was performed for the subject device: part number: 03.010.045. Synthes lot number: 4984118. Release to warehouse date: 13-feb-2006. No ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: the following investigations were performed: broken: visual inspection performed at customer quality observed that the prong that aligns to the nail had sheared off. The broken prong was not returned at customer quality. No new issues were identified on the remaining portions of the device except for the signs of wear and tear that is consistent with the age of the device (12 + years) which does not affect the product functionality. The complaint description agree with the complaint condition and the complaint condition was confirmed. Relevant product drawings were reviewed:03_010_045. Dimensional inspection was not able to be performed on the relevant features contributed to complaint condition as the broken prong portion was not returned at customer quality. Device history record(s) showed that there were no issues during the manufacture of this product including the materials and its properties, which would contribute to this complaint condition. While no root cause could be determined it is likely that the age of the device (12+ years) and any unintended forces encountered by the device during usage could have contributed to this broken prong complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.